Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, fracture and was explanted and replaced. It was also reported that the atrial lead showed artifacts which were detected as atrial fibrillation, and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, and analyzed. A proximal portion was received measuring 13 cm. A distal portion was received measuring 52 cm. The right ventricular (rv) defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo.